Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00932. It was reported that during an ins implant procedure on (B)(6) 2017, it was noted that one of the patient's trial leads located at s1 was kinked. As a result, the lead was replaced during the procedure. Note: both of the patient's leads located at s1 are being reported as it is unknown which is liable.